Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she continue to receive no delivery alarm during bolus, basal and priming. Customer's blood glucose was 423 mg/dl which she treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error alarm. However, the up arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to the unresponsive button. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.